Event description:
Same case as 6000089-2006-00838 during a coronary drug elugint stent procedue, a shaft fracture occurred and the patient died. The physician attempted to place a taxus loberte 2.5x24mm drug eluting stent in the circumflex (cx) artery. While advancing the device to the target lesion, the shaft broke. The physician also attempted to place a taxus liberte 3.0x24mm drug eluting stent in the cx artery. While advancing the device to the target lesion, the stent dislodged from the balloon. Additional information has been requested for this complaint, but has not yet been received.